Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that during a routine follow-up, the lead impedance was >1490 ohms. One month later, the impedance was 1800 ohms. The physician intervened to test the lead impedance direct- ly. The impedance was 1200 ohms with the analyzer. The physician elected to replace the pulse generator and the lead.